Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 bursts of inappropriate anti-tachycardia pacing (atp) and 2 electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Atrial intrinsic amplitude was out of range. Device remains in service. No additional adverse patient effects were reported.